Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was gablofen (baclofen). The reason for use was not reported. It was reported that during pump replacement on (B)(6) 2019, there was no csf flow from the catheter. After opening up the back incision, it revealed a leak and a tear proximal to the butterfly anchor. There were no signs or symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included opening the back incision. Interventions/actions that were taken to resolve the issue included replacing with an 8780. The catheter was discarded by the customer. The issue was resolved at the time of the report. There were no further complications reported/anticipated.